Event description:
It was reported that the gastrointestinal videoscope exhibited interference in the image when connected to the main unit. There were no reports of patient harm.

Manufacturer narrative:
The date of event is unknown. A supplemental report will be submitted if provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d6a, d6b, d8, h2, h3, h4, h6, and h11. Corrected fields: d4 lot. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received rom customer.